Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, there was no blood flow coming from the marker lumen when the prostyle device was positioned in the vessel. The device was pulled back to check the cuffs and a suture break was noted ("suture was noted to be off the device"). An attempt was made with another prostyle device. The prostyle device was inserted and blood flow was observed from the marker lumen, so the foot of the device was deployed. The suture was cut with the quick cut mechanism and the device was removed halfway from the anatomy. When attempting suture retrieval, the suture became caught in the device. Therefore, scissors were used to cut the suture in order to remove the device. After that, the suture was able to be pulled and the knot advanced. When attempting to use the suture trimmer, the suture gate could not be opened. Therefore, another suture trimmer was used and the knot was advanced to achieve hemostasis. As hemostasis was not fully achieved, additional manual compression for 20 minutes was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The obstruction was confirmed as biological material/blood. The suture break was confirmed as an ejection of the posterior needle tip prior to deployment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely biological material (blood noted during returned analysis) or under insertion of the device blocked the port leading to the obstruction. The manipulation of the device and or pull back in attempt to achieve pulsatile flow may have contributed to the ejection of the posterior needle tip that was reported as a suture break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.